Event description:
It was reported that the ventricular lead exhibited loss of capture. During lead revision noise was also noted. The lead was explanted and replaced during a device change out. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.